Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported complaint for ¿low fluid alarms even when fluid is full¿ was confirmed. The device was alarming, due to a faulty microswitch. No action was taken due to the condition and age of the device, it was deemed beyond economical repair and scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a low fluid alarm when the fluid is full. There was no patient involvement.